Manufacturer narrative:
Manufacturer is attempting to contact the physician for additional information on the details of the incident, patient and device. The manufacturer will file a follow-up report once the investigation has been completed.

Event description:
Post-op bleed.